Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following insertion of an impella cp pump for mechanical circulatory support, a hematoma began to develop at the groin site. After being unable to achieve hemostasis via manual pressure, the decision was made to remove the pump. The patient was then sent to the vascular operating room to repair the vessel. Two units of blood were given to the patient to counteract the condition. The physician was unsure as to the cause of the bleed from the left femoral artery. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25466 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 health effect - impact code 4624 was inadvertently omitted from manufacturer device report number 1220648-2025-25466 and was added. H.6 health effect - clinical code 1888 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25466.